Manufacturer narrative:
Follow up #1: submitted 8/12/2015: correction . A review of the complaint record indicated this complaint was received by animas on 7/16/2015, not 7/21/2015 as previously reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture present in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 09/10/2015: the device was returned to animas and evaluated by product analysis on (B)(4) 2015 with the following results: pump was returned with no evidence of moisture in the battery compartment. Leak test failed due to a crack at the right corner of screen between display lens and pump seal. Opened pump- no moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.